Manufacturer narrative:
A medtronic representative reported that there was no information regarding this patient event. He was not present when this occurred, nor was it reported to him after the occurrence. Patient age and weight were not available from the site. A medtronic representative went to the site to test the equipment during routine scheduled maintenance after the reported incident occurred. Normal system adjustments were completed including: - motion & x-ray batteries replaced, -cmos battery replaced on the image acquisition system (ias) central processing unit (cpu), -castor wheels were replaced on the ias, -cables greased and oiled at tank and tube. All calibrations were within specifications. Site staff was notified that the system was fully functional. A review of the complaint history showed no similar events that occurred since the reported event.

Event description:
Received a report regarding a patient event from (B)(6) 2016 that contained the following information: on (B)(6) 2016, [surgeon redacted], performed a l5 decompressive laminectomy with an interbody graft and pedicle screw instrumentation at the l5-s1 level, at [hospital redacted], on [patient redacted]. During the (B)(6) 2016 surgery, [surgeon redacted] used the surgical imaging system, and purchased by [hospital redacted]. During the (B)(6) 2016 back surgery, the interbody graft was misplaced, into the vertebral body of l5. The pedicle screws used to secure the misplaced interbody graft, were noted to have breaches significantly medial to the pedicle left si, left l5 and right l5, precisely where the existing nerve roots lie. As a direct result of the misplaced interbody graft and pedicle screws, [patient redacted] has permanent nerve damage. And the imaging system malfunctioned during the surgery.

Manufacturer narrative:
Additional information: patient age provided. The operative report was received by medtronic containing the following additional surgical information related to use of the medtronic imaging system and instrumentation: "once the spinous processes at l4-l5 and sl had been exposed, the distal probe was fixed to the sl spinous process and an o-arm scan was taken and confirmed our position. The bone was exposed laterally until the lamina our to the superior and inferior articulating processes could be seen on both sides. Once the lamina and medial facets had been identified at all of the levels of interest, removal of bone ensued. A high-speed midas drill was used to draw off the lamina of ls as well as a portion of the corresponding medial facet. Once the bone had been removed bilaterally, the ligamentum flavum was identified and lifted up with a nerve hook. A small kerrison was used to gently remove the ligament off the dura. Once the dura had been identified and decompressed bilaterally, our attention turned to the nerve roots and our lateral recess decompression. A combination of kerrisons was used to remove bone and soft tissue laterally on both sides that was compressing the passing and exiting nerve roots. A 4 kerrison was used to perform a wide foraminotomy at this level on both sides. No durotomy occurred. Once the right-sided joint space was identified between the superior and inferior articulating processes, synovium was carefully cauterized with bipolar cautery and removed with a large pituitary. A combination of kerrisons was used to widen out the bony exposure. Once the bone had been adequately thinned, once the bulk of the facet was removed, an underlying disk space was identified. The disk of interest at l5-s1 was cauterized with the bipolar and opened with a 15 blade knife. The disk material was mobilized with an up-angled curet and removed using a combination of kerrisons and pituitaries. The disk space was prepared for the interbody graft using a variety of disk removal instruments. Once the disk space was thoroughly evacuated, a small magnifuse was placed into the disk space and pushed over to the contralateral side. A trial 9 mm graft was put into place under o-arm guidance. A final titan 9 by 22 mm cage was selected and packed with vitoss. The graft was put into place using the mallet until the bottom of the cage was flush with the surrounding vertebral. Bodies. O-arm confirmed that the graft was both deep enough and extended across the midline. No durotomy occurred. Hemostasis was achieved with small amounts of gelfoam powder and bipolar cautery. The wound was meticulously irrigated. The jamshidi needle was next used to cannulate the right-sided ls pedicles through the existing incision. O-arm confirmed needle position on the upper outer pedicle edge. The jamshidi needle was advanced into the vertebral body under o-arm guidance. A tap was then slid down along the same trajectory and advanced into the vertebral. Body. An appropriate length screw was chosen based on imaging. The tap was removed and the screw was seated into the bone. The screw was advanced until fully and firmly seated into the vertebral body as seen on CT. The screw handle was then done from the voyager screw tower. The procedure was repeated for the remaining 3 pedicles, including the left-sided ls and bilateral sl. Once our screws were in place, the voyager rod delivery system was attached to the left-sided screw towers and an appropriately sized rod was gently moved into place down the towers and onto the screw heads. The rod tester did confirm that the rod did go through both screw heads. The rod was secured using two set screws. This process was repeated on the right side and a 7od was put in place and secured with two set screws. A final o-arm spin confirmed that the hardware was in good position." The reported issue was reviewed by medtronic engineers. The initial report received and the available medical records do not contain sufficient information to determine if the imaging system contributed to the adverse event. A review of the imaging system history shows no activities that could contribute to the reported event.